Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had tenderness around the ins and it was generating a lot of heat. The patient stated that they were not happy with the device. Factors that may have led to the issue was procedural pain. The rep stated that they were trying to get in touch with the patient to see if they needed reprogramming and also to check the device. The rep stated that they would also see if they could meet with their doctor regarding the tenderness in the pocket. The issue was not resolved at the time of the report. No surgical intervention occurred or was planned at this time. The event began in (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative. The patient reported that since implant, the new pain is sharp and it comes and goes. The patient confirmed that the ins does not generate heat like previously reported, merely just sharp pain. The patient was getting good relief in the legs but needs back coverage. The rep scheduled reprogramming appointment for (B)(6) 2019. No further complications are anticipated.